Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient did not wash their hands for therapy. The patient was not hospitalized for the event. On an unreported date, the patient was retrained on the aseptic technique. On the same day as the onset, the patient began treatment with injection fortum intraperitoneally (1 gram, once daily) and injection vancomycin intraperitoneally (500 mg, every fifth day) for peritonitis. Two weeks later, the patient stopped antibiotic treatment and recovered from the peritonitis event. At the time of this report, the pd therapy was ongoing. No additional information is available.